Manufacturer narrative:
A2 - age at time of event: 18 years or older

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified internal and common carotid arteries. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. During first inflation at approximately 3 atmospheres, the balloon ruptured. When removed, a pinhole was noted. The procedure was completed with a different device. There were no patient complications as a result of this event.